Event description:
Hubble contacts has failed to deliver my contacts for over 30 days, and now I've run out of contacts and cannot legally drive. They charged me again for this month, when I still haven't received last months. I can't leave my house because I don't have any contacts. FDA safety report ID # (B)(4).